Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her pump is not working. She said that she took her battery out, out it back in and it recounted but that it had a blank display. She said that she was originally at the beach and that it started to rain and when she got in the car, she noticed that her pump display was blank. Her blood glucose is unknown. The customer¿s pump was exposed to rain water and that there was fluid under the lcd display. She said that she dropped the pump in mid-air and got wet from rain. There is a chip on the battery compartment. During blank display troubleshooting, the display did not return. The pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify number recount anomaly due to blank display. The insulin pump had corroded motor home switch. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.